Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak was observed between the clave and the extension set. Reporter stated that a white powdery residue had been observed on the pouch and the pump. The pump had already been stopped during a previous call. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leaks were observed from the luer connections throughout. There was no known cause of the reported issue, and no further action will be taken.